Event description:
Literature: gervais-bernard h, xie-brustolin j, mertens p, et al. Bilateral subthalamic nucleus stimulation in advanced parkinson's disease: five year follow-up. J neurol. 2009; 256(2): 225-233. Summary: this study assessed the long-term efficacy and safety of bilateral subthalamic nucleus (stn) stimulation in patients with advanced parkinson's disease (pd). A total of 42 consecutive patients with idiopathic pd treated with bilateral stn stimulation were enrolled from november 1998 to june 2002. It was reported that one patient died 2 years after the surgery in a context of dementia. This patient had a normal mattis scale (score 132/144) at baseline, but the authors could not completely rule out the presence of mild cognitive impairment which could have been found using more extensive cognitive tests. See manufacturer report number: 2182207-2009-03228.

Manufacturer narrative:
See scanned pages.